Manufacturer narrative:
This report is submitted on jun 18, 2019, on behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the clinic, the magnet was explanted under a general anesthetic on (B)(6) 2019 as the patient was experiencing sound sensitivity. The patient has not been re-implanted with another magnet.